Event description:
It was reported that the patient activator was not working. Batteries were changed but the activator still did not work. A new activator will be sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the activator was unable to power up with the batteries that were returned. The activator could power up using known good batteries. Activator passed functional testing.